Manufacturer narrative:
The reported issue of infection was not confirmed. This issue cannot be confirmed with product analysis. The ipg was returned without any visible anomalies that would contribute to the issue. It successfully bonded with a lab cp. When queried with the uep inductive tool, it showed the device was in the therapy application state and functional. Due to the complaint of infection, a sterility review has been requested. The root cause of the issue could not be confirmed. Sterility record showed no nonconformances recorded.

Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced an infection. Surgical intervention took place wherein the system was explanted.